Event description:
In 2006, a patient underwent repair of an aortic aneurysm using the gore excluder aaa endoprosthesis. The final angiogram demonstrated no evidence of endoleak. A one month follow up study revealed a small type ii endoleak along with a lower than desired placement of the endograft. A wait and watch approach was adopted. On may 12, 2005, additional studies showed a decrease yet continued presence of the type ii endoleak without aneurysmal sac growth. Continued six months interval follow up visits revealed no change in the patient's status. Subsequently, a study revealed aneurysmal sac expansion. On july 20, 2006, a second endovascular procedure was performed to coil and embolize the arteries feeding the aneurysm. Additionally, an aortic extender component was placed to the level of the lowest renal artery. A completion angiogram showed successful exclusion of the type ii endoleak without signs of a type I endoleak. The patient tolerated the procedure.